Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the image of the subject device disappeared. The procedure was completed. There was no report of patient injury associated with the event.

Event description:
Olympus europa se & co. Kg (oekg) checked the subject device. During testing, the error occurred and the device had a black screen and on the monitor displayed color bar. Oekg assumed that the fault is caused by the cp board. Oekg checked the cp board, but there is no visible damage. It was reported that the cp board of the subject device will be repair.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the device in question is less than 3 years after delivery, and it is hard to think of failure due to aging degradation. Therefore, it is inferred that the cp substrate failed due to an accidental failure of the components on the substrate. The cp board does not process video signals, but controls the dp and dx boards, which are processing video signals, and it is assumed that the cp board failed to output images and displayed color bars.